Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 02/17/2009, 03/03/2009, and 03/05/2009 by phone, fax, and mail. A completed questionnaire has not been received. This report was mailed to FDA on: 03/13/2009.

Event description:
A consumer reported that following bilateral intraocular lens (iol) implant surgery, she was seeing double at reading distance. Additional info has been requested. There are two medical device reports associated with this event. This report is for the right eye.